Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion 3x with readings of 20.13psi, 19.63psi, and 22.51psi, above the range from 7psi - 19psi. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.